Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of the broken tube extension to be related to the customer-reported complaint. The instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly 0.182¿ x 0.255¿ in size. The root cause of broken instrument tube extension is typically attributed to mishandling/misuse. Fa found the secondary failure of tube extension scratch marks to be related to the customer-reported complaint. The instrument tube extension exhibits signs of scratch marks/abrasion. Tube extension scratch marks measured roughly 0.022¿ x 0.107¿. The root cause of scratch marks /abrasions on instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user attempted to reattach/reinstall the monopolar curved scissors (mcs) instrument after observing that the instrument tip "got stuck at the 90-degree angle." During instrument removal, prior to reinstallation, the mcs instrument got stuck with the cannula. The mcs instrument was removed with the cannula and inspection identified a damaged shaft. The user continued the procedure using the backup instrument with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported.